Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) inspected the subject device. The reported phenomenon, e30 error displayed, was duplicated and no image output was also confirmed. Replacing the electrical board that involved in communication with an endoscope with a normal one improved the malfunction, the cause would be the board. There was no anomaly found in the outer appearance of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There was no service record for the subject device. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the cause reported phenomenon was an accidental failure of the electrical board of the subject device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause has been under evaluation/investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device, the endoscopic image disappeared and the error b30 which indicated that there was the communication problem between the endoscope and the subject device was displayed. The user replaced the endoscope to another endoscope, however the issue was not resolved. Then the user changed the endoscope to the camera head and completed the procedure. There was no report of patient injury associated with this event.